Event description:
It was reported that pump displayed malfunction alarm code malf 0 with no notable events occurred prior to the malfunction. There was no reported adverse impact to the customer's blood glucose level. Customer contacted support, received pump reset instructions from technical support, successfully reset pump without recurrence of malfunction code, was advised to continue using pump, and to call back if any malfunction code recurred, which customer acknowledged and understood.